Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) depleted prematurely. One of the leads was "off" and impedance measurements had been abnormal for several months. About a week and a half prior to report, the patient began to get really sick and noticed a return of symptoms. Half a week later, she had an appointment to have the ins checked. The patient had an appointment scheduled for (B)(6) 2013 to discuss options for surgical revision. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).